Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 1216 (mg/dl). Reportedly, customer believed that it was possibly due to a kinked or bent cannula. While in the hospital, customer was treated with intravenous insulin and oxygen. Customer was released on (B)(6) 2016 and indicated that they were relying on backup insulin therapy for diabetes management. Troubleshooting with tandem technical support on 07/11/2016 did not reveal any anomalies in pump performance. Customer indicated that they would contact their health care provider to discuss diabetes management.